Manufacturer narrative:
Approximate age of device ¿ 5 years, 11 months. Device analysis: the pump remains implanted supporting the patient with no further issues reported. Evaluation of the replaced portion of the driveline confirmed damage that would have contributed to the driveline fault alarms captured in the log file. Approximately 20 inches of the replaced portion of the driveline was returned for analysis. Rescue tape had been applied to the outer jacket starting at 2 inches from the system controller connector. Removal of the tape revealed a tear approximately 2.5 inches from the system controller connector. No damage to the bionate layer was identified. Electrical continuity testing revealed no continuity across the brown wire. Examination of the metal shielding revealed breakdown throughout. The shielding was removed and examination of the underlying wires revealed a fracture of the brown wire adjacent to the system controller connector. The fracture of the brown wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. A fracture in the brown wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. Review of the submitted log files confirmed driveline fault events consistent with phase degradation. Review of submitted x-rays showed areas of potential shield breakdown. The heartmate ii instruction for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient's lvad system indicated driveline fault alarms. The alarm did not resolve when the system controller was exchanged. The manufacturer's technical services representatives presented onsite to evaluated the patient's percutaneous lead (driveline). A phase interrupter test confirmed a compromised wire. An external driveline replacement was performed. There were no immediate alarms after the repair. The patient was asymptomatic.